Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The distributor contacted heartsine to report that their device's instructional leds are not working. This may lead to an inability understanding how to use the device correctly, which may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon receipt the pad icon leds and shock icon leds did not illuminate. The reported fault was attributed to a misaligned membrane tail. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The distributor contacted heartsine to report that their device's instructional leds are not working. This may lead to an inability understanding how to use the device correctly, which may prevent or delay defibrillation therapy. There was no patient involvement reported with the event.